Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Site has been bleeding so plan is to change to the other arm tomorrow. Pt became septic after 3 mos. Surgeon wanted to pulled the device and placed new at a new site. Device explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.